Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that rv lead dislodgement was observed. Patient had near syncope with loss of capture. The lead was explanted and replaced. The patient was stable before, during and after the procedure.